Manufacturer narrative:
The reported events of dislodgement, failure to capture, and far r-wave oversensing were not confirmed. A complete lead was returned in one piece for analysis. Visual, x-ray, electrical, and helix analyses were normal with no anomalies found.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was noted the atrial lead exhibited loss of capture and was sensing ventricular activity. X-ray confirmed the atrial lead had dislodged. The atrial lead was explanted. The patient was in stable condition.